Event description:
It was reported via legal documentation that approximately 191 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, pain, infection, and osteolysis.. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no device return. There are no photos or other images of the device provided. Operative report from revision surgery attached. No additional information is available.

Manufacturer narrative:
1038671-2023-02198 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02198. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and infection or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.